Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the cable was twisted, however, the device had normal telemetry. It was also noted that the rubber portion of the label was missing.

Event description:
It was reported that the programmer rf (radio-frequency) head would not interrogate. The rf head was returned for repair. No patient involvement or complications were reported.